Event description:
Information as reported to davol: it was reported that during a procedure the purple tip came off of the simpulse product and fell into the patient. The surgeon removed the tip from the patient. There was no patient injury reported as a result of this event.

Manufacturer narrative:
Available information indicates no device will be returned. A lot number was not provided, therefore a review of the manufacturing records could not be performed. We therefore, consider this report complete to the best of our current knowledge. At this time no conclusions can be made.